Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty paddle tray assembly. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddle tray assembly. The paddle tray assembly was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device displayed a red x after removing the battery and power supply. There was no patient involvement.